Manufacturer narrative:
Device evaluated by MFR: the tip of the returned probe has been sliced cutting away much of the tip. Otherwise, with markers attached and fully seated, the probe displays good geometry and divot error readings with normal tracking and verification.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the tip of the probe was damaged. No patient was present. Additional information was received. It was reported that this issue may have occurred in sterile processing.